Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two leads (from the same lot) for off-label use. It was reported the pt lost effective stimulation due to both leads migrating. As a result, the leads were revised on (B)(6) 2013 and two extensions were implanted to accommodate the leads. Effective stimulation was restored following the procedure.